Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was used. At the time of the procedure, the patient was noted to have respiratory symptoms which he minimized. The mesh was fixated with suture 3 cm from the edge and 3 cm apart. The awakening of the patient was quite brash and the patient was placed in a body belt and he had a severe bronchial cough. On the third postoperative day, wound secretions were increasing. Digital palpation of the wound was performed and the mesh was found detached on the right side. A reoperation was performed on (B)(6) 2012 and breakdown of the mesh was noted. The mesh was removed and a different type of mesh was placed with good results.